Event description:
The customer reported that the device was not analyzing every two minutes in AED mode as expected. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.